Manufacturer narrative:
Evaluation summary: the articular surface was not returned as it was implanted; therefore the complaint cannot be confirmed. It was reported that the articular surface was reinserted. The package insert included with the articular surface states not to reinsert the articular surface. The reported issue is likely the result of failure to follow instructions. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the articular surface was deformed while attaching to the tibial baseplate. The surgeon repositioned the surface and reinserted. The surgeon did not hear an audible snap when seated. Implant was determine to be locked in place and was not removed.